Event description:
Reportedly, incorrect, erratic, drifts. No patient injury reported.

Manufacturer narrative:
Optical module, model om-2e, was reported by customer as having the svo2 drifting. An edwards electronic technician evaluated the optical module and found that the error code was in-vitro calibration. This error code is considered an alarm which would prevent the customer from using the product. Upon further investigation the optical module optic lens at the catheter interface was found to be damaged. Repeated connections of catheters to the optical module throughout the product's life can cause this problem. The service history record was reviewed and all manufacturing requirements were met.

Manufacturer narrative:
Evaluation summary: om2 failed in-vitro calibration.